Manufacturer narrative:
Occupation: n/a - other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had leaks upon intubation. There was no reported patient outcome.